Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID, 5076 implanted: 2006 (B)(6); product ID, (B)(4) implanted: 2005 (B)(6). (B)(4).

Event description:
It was reported that the stored electrograms for the right atrial (ra) and right ventricular (rv) pacing leads showed evidence of oversensing non-physiologic signals as fast intervals. Both ra and rv leads were removed and replaced. The leads have been returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported that the stored electrograms for the right atrial (ra) and right ventricular (rv) pacing leads showed evidence of oversensing non-physiologic signals as fast intervals. Both ra and rv leads were removed and replaced. The leads have been returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned in segments, was analyzed and analysis revealed a breached depression of the outer insulation. It was noted there was cosmetic depression of the outer insulation and it was observed there was blood ingression of the outer insulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.